Event description:
The sales rep&apos;s office administrator reported their screw/wash 2.5 hex driver broke when the surgeon was bearing down on it during an acl procedure. The surgeon used another like device to complete the procedure. There were no patient consequences.

Manufacturer narrative:
Evaluation statement: mitek received the complaint and evaluated it visually. Visually, it was noticed that the distal tip is missing, as reported. There is approximately a half of an inch missing from the instrument. This device was forwarded to the engineering lab for possible hardness testing. The device was measured around the breakage point, and was found to be within specification. One possible theory is that excessive torque or force was applied to the instrument forcing the breakage to occur. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this time, we cannot determine what caused the user to experience the reported event; we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.